Manufacturer narrative:
Continuation of: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-04. It was reported that leakage and seepage was noted at the catheter implant site, and the pump site was seeping. Infection was reported. The date of onset was unknown. The pump and catheter were removed and replaced on (B)(6) 2017, and the issue was considered resolved. It was unknown whether any environmental, external, or patient factors led or contributed to the event, and it was unknown if any diagnostics or troubleshooting were performed. At the time of explant, the patient's gablofen dose was 150mcg/day (concentration remained unchanged from the previously reported value). The patient's status was alive - no injury, and no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml gablofen baclofen at a dose of 50 mcg/day via an implantable infusion pump for spasticity. It was reported that the patient was having increased spasticity after pump replacement. The hcp suspected a leak in the catheter and was planning on replacing the spinal segment of the catheter. It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. It was unknown what diagnostics and troubleshooting had been performed. As an action/intervention the hcp was to replace the spinal portion of the catheter. The issue was resolved at the time of this report. The patient status was "alive- no injury" at the time of this report.